Event description:
As reported by the user facility: a staff person entered the room and found the pt on the floor. A code was immediately called. During the resuscitation attempt, it was discovered that the IV set had disconnected from the junction of entry into the distal y site. Attempts to resuscitate the patient failed, the patient died.

Manufacturer narrative:
The actual device has not yet been received for the manufacturer to evaluate and a lot number is unknown at this time. Potential lot numbers may become available. Ongoing attempts are being made by b. Braun to receive additional information about the event from the hospital. Without the sample and a lot number, a complete investigation can not be performed. No specific conclusions can be drawn. A follow up report will be filed if further information becomes available.